Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f and g. 4 date on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Additional information: there were 18 investigations completed during this period: 14 pending from the previous period and 4 from this period. From the 18 investigations: 14 had product returned and evaluated. 4 had no product returned. Documentation show product met manufacturing release criteria. From the 14 that had product returned: 9 of them were returned in the original packaging and functional testing found devices were within specifications. 5 pi was received within its original packaging visual inspection found no issues. Cone dimensions were measured and all results were found within specifications. Suction test was performed and the devices failed. The issue was confirmed. Corrective actions are being implemented. All pertinent information available to johnson & johnson surgical vision, inc. That was received during the time period that covers this voluntary malfunction summary report has been submitted.

Manufacturer narrative:
Correction: it was initially reported that the total noe for this period of 1/1/2019 to 3/31/2019 was 415. It was recently reported that 5 events were received during this period that were not included. The 5 events had lot number as unknown and there is no information on procedure completion. The following numbers are changing as a result: the correct noe for the period is 420. The correct number of unknown lot number is 42. The correct number of events in which the procedure completion is unknown is 77. The correct number of events that do not require investigation is 406.

Manufacturer narrative:
Correction: in the supplemental report it was indicated that the total noe for this period was 420 however, the number was incorrect as 3 events were misidentified as reportable malfunction events. The correct total of noe for the period is 417. In addition the numbers below also need to be updated as a result of this change: the correct number of unknown lot number is 39. The correct number of events in which the procedure completion is unknown is 74. The correct number of events that do not require investigation is 403.

Manufacturer narrative:
Additional information: serial numbers of suspect products: (B)(4). Of the 415 reported events 343 were completed successfully and 72 did not provide information regarding the procedure completion. Of the 343 event that were completed successfully: 146 events had a new patient interface used to complete the procedure; 22 events had the same patient interface used; 175 events the information was not provided. From the total of 415 reported cases 401 were not investigated following internal procedures that no investigation is required for previously investigated events and in 14 for cases the customer requested an investigation to be conducted. The patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor¿s technique in applying the suction ring to the cornea, doctor¿s technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient¿s cornea and the suction ring. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
This report summarizes 415 malfunction events. The events were related to suction loss while the intralase laser was firing when using the patient interface. The sterile disposable intralase patient interface uses a pre-sterilized suction ring assemblies and pre-sterilized applanation lens to flatten the cornea during the laser procedure to perform a lamellar resection of the cornea. There were no medical events reported.